Event description:
Information was later received that this device was explanted due to normal battery depletion.

Event description:
Boston scientific crm received information that this device had been at end of life for a year and half as the patient refused a change out procedure. The patient recently experienced a nine second pause. A change out procedure has been scheduled.

Event description:
--

Manufacturer narrative:
This device was explanted and returned. Pending the completion of lab analysis, this report will be updated appropriately.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. (B)(4).

Manufacturer narrative:
This device remains implanted. As a result, boston scientific crm is unable to confirm the clinical observations. No additional information is available at this time. This event will be reopened if any additional information is received.